Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because electrical circuits were destroyed due to internal water immersion in the imaging unit. The root cause of internal water immersion cannot be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head displayed a bad quality image. The issue was found during inspection before use for a right laparoscopic inguinal hernia sac high ligation procedure. The procedure was completed with a replacement device without any delay. The device was returned and an evaluation at the repair center revealed, there was no image output from the camera head. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device revealed, the cable was flooded. The scope mount was bend and was loose. The cable had buckling and scratches. The video connector was corroded. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.